Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately three months post implant it was reported that the right ventricular (rv) lead exhibited high thresholds. The physician decided not to take any action at this time and the rv lead remains in use. No patient complications have been reported as a result of this event.